Event description:
New information reported on (B)(6) 2018 noted that the device had been reprogrammed successfully and the oversensing was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net for a follow-up. Review of the transmission revealed the right ventricular lead exhibited oversensing. No intervention, patient symptoms, or additional information were reported.